Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a controller exchange was confirmed. The heartmate 3 system controller (serial number: (B)(6)) was not returned for analysis; however, a log file was submitted for review with events spanning approximately 4 days ((B)(6) 2021 per timestamp). The driveline was disconnected on (B)(6) 2021 at 07:52:32 for system controller exchange. The submitted log file did not contain any events that would indicate an issue with the system controller. Additional information provided on (B)(6) 2021 stated that no product would be returned to abbott for evaluation. A root cause for the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed and the records revealed the mobile power unit (serial number: (B)(6) ) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 patient handbook section 2 ¿how your heart pump works¿ and heartmate 3 instructions for use (IFU) section 2 ¿system operations¿ explain how to replace the running system controller with the backup system controller. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate 3 lvas. This section explains how to properly switch between power sources. This section also states that at least one system controller power cable must be connected to a power source (mpu, power module, or two heartmate 14 volt lithium-ion batteries) at all times. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer reference number: 2916596-2021-05664.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient exchanged their controller due to low voltage alarms while attached to the mobile power unit (mpu). On (B)(6) 2021, log file analysis from previous controller hsc-102225 indicated that a no external power was captured while on the mpu at 7:56:32, and a driveline disconnect at 7:57:32. Log file analysis from current controller hsc-102213 displayed that the driveline was connected and motor speed increased to 5400 on (B)(6) 2021 at 8:00:02. The patient was connected to battery power overnight, and a low power advisory occurred on (B)(6) 2021 at 5:23:57. There was no interruption to pump support during these events.